Event description:
The valve was explanted due to endocarditis, mitral valve dehiscence and significant mitral regurgitation. The pt was admitted to the hosp with pulmonary edema. A cardiac cath on 10/09 showed normal coronary arteries, moderately impaired left and right ventricular function and +4 regurgitation. An echo revealed dehiscence of the valve near the left atrial nyha IV. Inter-operatively, the aorta was heavily calcified. No thrombus was noted. The mitral valve was dehisced 50% of the lower circumference of the valve. The annulus was debrided and the valve was replaced with a 33mj-501. The pt continued to have pulmonary hypertension following surgery.